Manufacturer narrative:
The manufacturing history (DHR) showed no irregularity. The device was returned to olympus repair center for evaluation. From the state of the adhesive of the distal end, omsc assumed that the reported event was caused by physical or chemical stress or aging. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device and found gaps in adhesive of the distal end. There was no report of patient injury associated with this event.